Manufacturer narrative:
According to the complainant the device will not be returned for investigation. Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Locked down smartphone: data not available. Omnipod software app version: data not available. Operating system: data not available. Hardware: data not available. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported wearing the pod on the abdomen for an estimated 5 to 24 hours prior to the event. On (B)(6) 2026, the patient experienced increasing fatigue and subsequently lost consciousness. It was reported that the pump had switched to manual mode. The patient reported no recollection of the circumstances immediately before or after the episode. Emergency services were contacted by the patient¿s significant other, and the patient was transported to a local hospital. According to hospital discharge documentation, the patient¿s blood glucose upon arrival was 2.2 mmol/l (approximately 40 mg/dl). The patient was diagnosed with hypoglycemia and received treatment including intravenous glucose, hydrocortisone, and co-amoxiclav. The patient was hospitalized for six days, from (B)(6) through (B)(6) 2026, after which the patient was discharged. During the hospitalization, the pod was removed and discarded; therefore, it is not available for return or evaluation. The patient was unable to provide the insulin expiration date, having since changed the vial, and recent eye surgery limited the patient¿s ability to read labels or documentation. The patient was unable to confirm whether the pod was being worn or active during medical care and could not recall any treatment actions taken prior to losing consciousness.

Manufacturer narrative:
H11. Cloud data information below has been updated: locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: l2+.